Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. Between (B)(6) 2025, the patient reported that her cgm readings consistently appeared higher than her bg meter readings; no specific examples were provided. On (B)(6) 2025, while at work, the patient experienced symptoms of pallor, sweating, and presyncope. On-site medical staff measured her bg using a meter, which read 62 mg/dl, while her cgm displayed 164 mg/dl. The patient was wearing an omnipod insulin pump at the time. She was treated with a jolly rancher and declined glucose tablets due to intolerance (vomiting). The patient did not seek higher-level medical care. After the event, she replaced her sensor and reported feeling tired but was ¿fine¿ at the time of follow-up. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the cgm and the bg meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the cgm and the bg meter could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.